Manufacturer narrative:
During the preparation of a 035" 7mm x 4cm 135 saber percutaneous transluminal angioplasty (pta) balloon catheter, the operator had difficulties in removing the sleeve from the balloon even after aspiration and ¿wetting the balloon¿. Thus, resulting in breaking the balloon. The device was never used in the patient because it then broke into two pieces during prep. There was no reported patient injury. The physician had a very difficult time removing the protection sleeve from the balloon. The balloons are stored in the lab. This occurred during prep. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot 82196822 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box removal difficulty - protective balloon cover (balloon catheters)¿ and ¿balloon separated - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During the preparation of a 035" 7mm x 4cm 135 saber percutaneous transluminal angioplasty (pta) balloon catheter, the operator had difficulties in removing the sleeve from the balloon even after aspiration and ¿wetting the balloon¿. Thus, resulting in breaking the balloon. The device was never used in the patient because it then broke into two pieces during prep. There was no reported patient injury. The physician had a very difficult time removing the protection sleeve from the balloon. The balloons are stored in the lab. This occurred during prep. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned for evaluation because it was discarded by the site.